Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired post ureteral stent placement, due to complications of acute renal failure, heart failure exacerbation, and multi-organ failure. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.